Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(4). Batch: 16257588/16257588.

Event description:
It was reported that the patient underwent a system explant procedure due to an unknown reason. The explanted device components will not be returned. No further information could be obtained despite good faith efforts.